Event description:
Philips received a complaint by the customer on the v60 indicating that when the ventilator was tested, a red alarm error appeared on the screen stating that the battery was faulty, after the external power cord was disconnected, the device immediately turned off, and an alarm sounded. The device was not in use on a patient at the time the reported issue was discovered, and there was no harm to the patient or user. Additionally, the device was sent to the repair equipment department. The customer reported that when the ventilator was tested, a red alarm error appeared on the screen stating that the battery was faulty, after the external power cord was disconnected, the device immediately turned off, and an alarm sounded. Per gfe response, the authorized service provider (asp) engineer confirmed that the battery failed to hold its charge and was not charging. The asp also stated that the hospital equipment department replaced the battery, and the device was returned to normal use. The device passed the required performance verification tests per philips standard and was returned to service.